Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 4.9 mg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported the pump was moving around in the pocket. The patient has had no other symptoms. It was noted there were no environmental/external/patient factors that may have led or contributed to the issue. It was further reported the doctor opened the pump pocket and re-secured the pump in the pocket using 0 prolene suture to hold the pump in more securely on the date of this report. He decided to replace the pump connector piece just in case with a new 8784, but it was functioning ok. The catheter was emptied of cerebrospinal fluid (csf) and a priming bolus was done at the end of surgery. It was unknown when the patient was initially seen at his office and reported the issue. It was further reported the patient was in surgery on (B)(6) 2020 for a pump pocket revision. The sutures had broke and the pump was moving around too much in the pocket. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was 185 pounds and medical history was asked and would not be made available (legal/confidential reason). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the old connector was functioning and the customer discarded it. It was noted he wanted a new one that he could trim to length. No further complications were reported.